Event description:
Pt called lifewatch on (B)(6) 2010 and stated that the electrodes were getting warm and melting the gel. In order to gather additional info on the complaint, the pt was contacted on 07/20/2010 and a pt questionnaire was filled out. The pt stated that after wearing the electrodes for seven days her skin was red. The pt described that her skin as being itchy, watery blisters. The pt was seen by a doctor who prescribed triamcinolone and bactroban.

Manufacturer narrative:
In house preliminary testing has not been performed.